Event description:
It was reported that during a supply change the user inadvertently caught the infusion set tubing in adhesive, required an additional set to reconnect, began eating prior to completing the change, and later experienced elevated blood glucose up to 300 mg/dl followed by a low of 58 mg/dl that was treated with glucose tablets. The issue involved the infusion set and connection and use of the ilet pump. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, guided troubleshooting to confirm insulin delivery through the tubing with observed drops, and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue associated with an improper or incorrect procedure during the supply change involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.